Event description:
Aventis case ID: (B)(4). Initial info rec'd from a physician on (B)(6)-2007 via our rep company. This study is a (B)(6) study in (B)(6) positive pts receiving antiretroviral drugs and treated with poly-l-lactic acid for facial lipoatrophy. Its main aim is to describe the quality of life in (B)(6) positive pts who rec'd poly-l-lactic acid for the treatment of facial lipoatrophy. A female pt with unspecified age and medical history of (B)(6) infection had rec'd several injections of poly-l-lactic acid (new-fill) for lipoatrophy on (B)(6)-2007, in (B)(6)-2007. No concomitant medications were reported. The first injection was performed on (B)(6)-2007, subsequently the pt developed two granulomas on right cheek which were slightly painful at palpation. Recovery in (B)(6) 2007 with no corrective treatment. Ptc number (B)(4).